Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the failed active exhalation verification. "The fse ran diagnostic failed repeated on unit and the fse replaced the device's 3-way solenoid valve and proportional valve aecm, and then the issue within unit was resolved. The fse elaborated unit with no error codes to perform final test to prepare unit for use after performance verification. The fse performed final test on unit after replacing parts required from the failed diagnostic on unit and returned to use prior to replacing parts. The unit to be used without restriction after final test passed. Current software version: 9.0.5".